Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported "during the mammography it was discovered that both breast implants had ruptured and leaked, affecting the lymph glands. Patient had always felt that the breast implants were quite hard however it was the appearance of the lumps that had made patient react and seek the mammography..." This record relates to left side. The device has been explanted.